Event description:
It was reported that post a stenting treatment procedure, thrombosis occurred. Patient presented to the cardiovascular cath lab with visible thrombus in the first obtuse marginal artery. The physician predilated with a maverick balloon catheter, then implanted a 2.75x16mm promus element plus stent. The physician then postdilated with a 2.5x12 nc quantum apex balloon catheter. The patient was prescribed effient. Two days later, the patient returned to the cardiovascular cath lab for a separate lesion and thrombus was noted in the implanted stent. The physician aspirated the clot. The procedure was completed by dilating the implanted stent with an unknown balloon catheter and implanted a non-bsc stent inside the previously placed stent. No further patient complications were reported and the patent's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).